Manufacturer narrative:
The user/voluntary medwatch# (B)(4).

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the guidewire was in the packaging hoop in the reverse. The stiffer end of the guidewire came out first. As the physician was withdrawing the guidewire from the patient reportedly it scratched the patient's esophagus. There was no perforation and treatment needed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Additional information of may 6, 2016. It was confirmed thru abdominal series and CT scan that the patient had no esophageal perforation.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown but complainant stated that device was used prior to expiration date. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the guidewire was in the packaging hoop in the reverse. The stiffer end of the guidewire came out first. As the physician was withdrawing the guidewire from the patient reportedly it scratched the patient's esophagus. There was no perforation and treatment needed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy tube placement procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the guidewire was in the packaging hoop in the reverse. The stiffer end of the guidewire came out first. As the physician was withdrawing the guidewire from the patient reportedly it scratched the patient's esophagus. There was no perforation and treatment needed. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.